Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: after several requests, the device was not received for analysis. Should the device be returned for analysis, a supplemental medwatch will be sent. The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during testing of tools at the beginning of mastectomy, the generator showed an error. After repeated activation temporarily working tool then reports the error again. When cleaning tools, the active blade broke. Procedure was completed with same like device. One case will be returning. Affiliate reference number: none provided